Manufacturer narrative:
B3: unknown. E1: phone (B)(6). One device was received for evaluation. Visual inspection found the tamper seal to be missing, damaged rear housing, and battery over life. There was no evidence in the device's event history log. Functional testing verified the reported problem. It was determined that the root cause was due to the device being over the service date. The device was serviced, and the clock battery was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device displayed the following code "maintenance 0". There was unknown patient involvement.